Event description:
Following excision of melanoma site to left thigh and sentinel node biopsies of the left groin, a 2 to 3 mm burn was found approx 2 cm below the incision site. The surgeon felt that the burn was caused by the bovie touching the retractor. Operator error - no evidence of problem with the medical device.